Event description:
The pt reported that after her pump implant, she got a severe headache. She was discharged to home in 2008. On the next day, she could not sit up and, she and her husband heard a double tone alarm from the pump. The pt went to the ER and the pump was interrogated. The alarm was a pending alarm that happened prior to being implanted; the alarm was silenced and the pump was updated. The pt was admitted to the hosp (date not reported) and, a csf leak was found. A blood patch was done. The pt was discharged to home on six days later, but felt very cold, sweaty/hot, woozy, and clammy. On four days later, the pt got up to wash up, felt very tired, laid back down, then a few hrs later looked through her mail and got an extreme pain in her back that radiated to both legs, so that she could barely walk and needed to lie back down. She also had tremors in both legs. She rated the pain as a 10+. As of the following day, the pt reported that when she lifted her head the severe pain came "back on, more than before the implant". She had no visual changes and she reported that her headache had improved by about 40%. The pt was encouraged to contact her hcp. The pump was used to deliver morphine. The hcp reported on the following month that "since pt had another blood patch she is doing much better". Details regarding the add'l blood patch were not provided.